Event description:
The customer initially requested the run data file be investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product collection. Upon f/u with the customer, it was determined that they made an error in interpreting their results, and the wbc count was actually within limits. There was not a transfusion recipient or pt involved at the time of the residual white blood cell testing, therefore no pt info is reasonably known at the time of the event. The wbc count is not available at this time. The disposable kit will not be returned, as it has been discarded. This report is being filed due to the customer initially alleging a device malfunction.

Manufacturer narrative:
(B)(4). Investigation: upon f/u with the customer, it was determined that, per the customer, the measured wbc count of the product was within the FDA's current leukoreduction acceptance guidelines. Conclusion: no failure occurred.